Manufacturer narrative:
The treatment parameters used in the laser procedure were followed per the clinical reference guide. Although additional information was requested, there was no additional information made available from the customer site despite multiple requests. It is unknown whether patient followed proper post care per labeling. A recent device evaluation found the unit operating as intended working within specification. The device history record confirms that the product passed and met all requirements before releasing. Per labeling, nodules are an expected side effect and typically resolves on its own. Though the patient experienced an expected transient side effect from a sculpsure laser treatment, this event is reportable because the patient received medical intervention post treatment to resolve the nodule.

Event description:
It was reported that the patient experienced a nodule in the submental area following a laser treatment using sculpsure.